Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. It was reported that the patient had a stroke pre-lvad implant, which delayed the implant. It was communicated that post-lvad implant, the patient failed to wean off the vent. The patient¿s family ultimately withdrew care on (B)(6) 2019 given grim prognosis and poor quality of life if the patient were to survive. The vad coordinator reported that the lvad was working as intended per normal device parameters. The pump was not explanted and no equipment would be returned for an analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient on extracorporeal membrane oxygenation (ECMO) for 2 weeks prior to left ventricular assist device (lvad) implant and had pre-lvad implant stroke which delayed the implant. The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. Post-lvad implant patient failure to wean off the vent. The patient's family withdrew care on (B)(6) 2019. The lvad was working as intended per normal device parameters per vad coordinator. The pump was not explanted.